Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted the impedances had been greater than 120 ohms for the last year. Boston scientific technical services (ts) recommended performing commanded shock testing to test the integrity of the device system. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgical intervention.

Event description:
Additional information was received which indicated that this rv lead was explanted and replaced. No additional adverse patient effects were reported.